Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: bent cutter blade. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, there was difficulty advancing the thumb advancer. The device was removed, and it was noted that the sheath splitter blade was bent to the side. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.